Event description:
Patient's medical records were received. Records indicate the patient was revised to address both tibial and femoral loosening and pain. The manufacturer of the cement used at the time of implant is unknown, as well as the loosening interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The deviceassociated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed loosening of the device. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The patient is morbidly obese. IFU's caution surgeons regarding use in obese patients. They are encouraged to inform their patients of the strength limitations of the devices and fixation. Obesity is known to impose severe loading on the affected extremity placing the patient at a high risk of early failure of the prosthesis. Review of the device history records and/or a lot specific complaint database search was not possible as the product codes and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed loosening of the device. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The patient is morbidly obese. IFU's caution surgeons regarding use in obese patients. They are encouraged to inform their patients of the strength limitations of the devices and fixation. Obesity is known to impose severe loading on the affected extremity placing the patient at a high risk of early failure of the prosthesis. Review of the device history records and/or a lot specific complaint database search was not possible as the product codes and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.